Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue end cap could not be removed from a clearlink duo-vent continu-flo set during setup. The customer stated that the end cap could not be removed with a hemostat. There is no report of patient involvement. No additional information is available.